Event description:
The customer reported to philips healthcare that a report error occurred upon boot up of the device. There was no report of adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.